Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer blood glucose was at the level of 400 mg/dl. Customer was treated with insulin pump. Troubleshooting was performed. Device is not expected to be returned for analysis.